Event description:
The mega suture cut needle driver was placed in arm 2 during the procedure and was not cutting. It required being replaced with a new instrument. Diagnosis or reason for use: uterine fibroids.